Event description:
No pacing threshold could be measured. The lead was implanted for 3 months and was used in combination with a lexos vr-t.

Manufacturer narrative:
No manufacturing error or material defect could be found by the analysis. In regard to the non-measurable pacing threshold mentioned in the complaint, no deviations from the specification could be found at the lead. Please note: implant date is estimated and not exact.